Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The device won't pass operational check for pads/paddles. There was no report of patient involvement.